Event description:
A customer reported that the freestyle libre 2 sensor needle broke off and was stuck in her arm. The customer became hyperglycemic and had contact with a healthcare provider who administered anesthesia and made an insertion for needle removal. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to the libre sensor tip left in body. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.